Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was distorted due to kinking/buckling was found. It was noted that insulation of the lead was torn from extrinsically breached damage. The analyst commented that visual summary analysis of the lead indicated damage at implant and that visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that it was difficult to remove the stylet after placing the right ventricular (rv) lead. After deploying the helix the lead impedance was low and there was no capture. Because of these measurements and concern from the difficult stylet withdrawal, the lead was removed and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.